Event description:
It was reported that there was a loss of therapeutic effect and over the past three to four months prior to the report the patient was getting up after midnight every hour to use the bathroom. It was noted that the patient had been going to the bathroom every 20 minutes the past two to three weeks. There was no known trauma or event to cause either situation. It was reported that over the past two to three weeks prior to the report the patient had noticed an intermittent burning sensation ¿where the thing was.¿ no changes or adjustments had been made to the implantable neurostimulator (ins) settings recently. It was noted that the patient had not had any follow up since implant about a year ago. It was later reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va00sw9, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).